Event description:
During the course of the tunica vaginalis testis procedure, excessive bleeding was identified in the space of retzius. The patient was felt to have atypical vascularization. A laparotomy was required for hemostasis. The procedure was completed with the burch technique.